Event description:
Eleven months after the index procedure, the pt was diagnosed with a stroke. The pt is a female pt who was consented to the study. The pt was asymptomatic at the time of the index procedure. The target lesion location was the proximal left internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 5.5 mm. Target lesion diameter stenosis was 85% with lesion length of 26 mm. Lesion calcification was severe. An angioguard distal protection device was deployed distal to the lesion and the lesion was pre-dilated. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The angioguard was successfully removed. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged three days later with clopidogrel and aspirin directed. Eleven months after the index procedure, the pt suffered a neurological deficit of dysarthria, visual field loss on the left and hemiparesis on the right-side. The pt was diagnosed with a stroke. The duration of the deficit is unk. The pt had partial recovery with minor residual effects. The vent was evaluated and determined to be unrelated to the cordis product and unrelated to the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.